Event description:
It was reported that a dehp free solution administration set, with injection site, was missing the blue connector. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received, along with a companion sample, for evaluation. A visual examination of the actual sample found that the luer lock was missing, which confirmed the reported condition. However, the companion sample was found with the luer lock in place. A pull test was performed on the companion sample and no disconnection occurred during the testing. The cause was determined to be an operator error during the manufacturing process. Additional information: per review of the batch records, an issue with the luer lock found. However, the batch was reworked and all release criteria were met for the build of the lot prior to release. Should additional relevant information become available, a supplemental report will be submitted.